Manufacturer narrative:
See related regulatory report 2029214-2018-00738. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the guidewire was used to assist in opening the pipeline device. It was noted that the patient also had some severe headaches for a week, starting on (B)(6), that were unlikely related to the device or procedure. The patient was undergoing treatment of an unruptured, saccular aneurysm with symptoms related to the device including diplopia, dizziness, and localized headache as of (B)(6) 2018. The maximum diameter and dome height were 8.5 mm, the done width and neck size were 4 mm. It was confirmed that the patient had complete neck coverage, side branches covered, and wall apposition achieved at the end of the procedure, with the device successfully implanted. The headaches did not result in a new or worsening onset of existing neurological deficits, with the issue recovered/resolved as of (B)(6). The patient had a post procedure mrs rankin score of 1.

Manufacturer narrative:
See related regulatory report 2029214-2018-00738. If information is provided in the future, a supplemental report will be issued.

Event description:
Site confirmed guidewire was not used during index procedure.